Manufacturer narrative:
Based upon the investigation findings, the reported event has been unconfirmed. A manufacturing record review was performed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately one month post implant of a bifurcated device, an endoleak was identified. Reportedly, six days later a computed tomography was done and a proximal type 1 endoleak was revealed. The physician placed an additional stent graft, and endoleak resolved.